Event description:
It was reported that the ilet user deployed the infusion set incorrectly by forgetting to remove the paper backing, and support guided the user through a site-only change using an inset 23-inch infusion set, after which therapy continued without further assistance. No reported symptoms or adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education focused on correct infusion set deployment and site change technique. Investigation of this case revealed user handling error related to infusion set application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.